Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, one of the camera pedals on the surgeon side console (ssc) was loose and comes off when pressed. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted live logs were not available during the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was a proctored case with dual console. The surgeon used the fully functional ssc and the proctor used the ssc with the loose foot pedal to provide guidance. There was no procedural delay. No further information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the footrest assembly. Following service, the system was tested and verified as ready for use. The footrest assembly unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided. System log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the reported surgeon side console was not in an acceptable state after start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the footrest assembly associated with this complaint and completed investigations. Visual inspection confirmed that the camera foot pedal was broken. Failure analysis reviewed the product logs and found no errors.

Event description:
Refer to h10/h11 for follow-up information.